Event description:
It was reported that during a prostate procedure, the tip of the side-firing fiber detached at 73,598 joules of use and ws retrieved. The procedure continued using a second fiber; an excessive fiberlife message was received while using the fiber, however the case was completed using this second fiber. Patient outcome: "no injury to the patient reported". This report is for the second surgical fiber used.

Manufacturer narrative:
Reference MFR report # 2937094-2013-00931. Fiber analysis: the fiber was found to be broken at the metal cap, which would result in activation of the system's fiberlife mode/excessive fiberlife activity message. The fiber condition could also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to user handling/excessive bending.